Event description:
The physician achieved arteriotomy closure of the right femoral artery with the closer s 6 fr device following a ptca procedure in 08/2003. Three and half weeks later, a pseudoaneurysm of the femoral artery was diagnosed. The pt was taken to surgery. It was noted that the "anterior arterial wall was completely abrased at the point of closure and some suture remained." The artery was closed with a prosthetic patch manufactured by braun medical. Though requested, no additional info was provided including the patient status.